Event description:
The customer reported to beckman coulter (bec) that diluted blood leak was coming from under the coulter® lh 750 hematology analyzer. The volume of the leak was 1-2 ml and was not contained within the instrument. The material safety data sheet (msds) was not reviewed by the customer. There is an exposure control plan at the facility. The customer was wearing personal protective equipment (ppe), including a laboratory coat, goggles and gloves. No one was splashed, sprayed or injured. There was no biohazard exposure to open wounds or mucous membranes. No one sought medical attention. No erroneous results were generated in connection with this event. There was no death, injury or effect to patient treatment.

Manufacturer narrative:
Beckman coulter field service engineer (fse) was dispatched to the customer site. The fse inspected the instrument and found punctured tubing under valve (vl3) that was leaking. The fse replaced all tubing and the 3-way valve that fixed the leak. Incidental to the leak, the fse replaced fluid detector 7 because blood went into the receptacle. Failure mode was related to punctured tubing under vl3. (B)(4).